Event description:
It was reported that the nurse loaded the tpn bag on dec 21 around 1740 and the pump had ran accordingly. The next morning, they noticed that the tpn bag still looks full. They looked closely at the drip chamber and noticed that it wasn't dripping. The pump was still running with no issues. They looked at the line and noticed that the clamp below the filter was still locked. They reloaded the line into the pump, then the channel started to say "checking line". They unclamped and the line started dripping. There was no information on patient impact.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Manufacturer narrative:
Omit: b17 device not returned, c20 no findings available. Additional information: device available for eval?, returned to manufacturer on, device return to manuf?, device eval by manufacturer?, if other specify, imdrf annex a,b,c and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the nurse loaded the tpn bag on (B)(6) around 1740 and the pump had ran accordingly. The next morning, they noticed that the tpn bag still looks full. They looked closely at the drip chamber and noticed that it wasn't dripping. The pump was still running with no issues. They looked at the line and noticed that the clamp below the filter was still locked. They reloaded the line into the pump, then the channel started to say "checking line". They unclamped and the line started dripping. There was no information on patient impact.